Manufacturer narrative:
There has been a previous report received where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803. We have received 3 broken eddy tips and 1 tip only under part for investigation. 1st tip cavi 1, product is broken at the tip, length of working part 20,99mm. 2nd tip cavi2 product is broken at the tip, working part missing. Broken at 18,75mm. 3rd tip cavi 2, product is broken at the tip, length of working part 14,83mm. 4th tip, we received only the under part tip, length of broken piece 13,13mm. For all tips: no smooth breakage, melted. Breakage due to thermal influence ¿ misuse. Measuring gauge: mitutoyo model cd 15cpx valid to 5 / 2026. No unused products were received for investigation. Pictures are attached. Lot number unknown - DHR can not be reviewed. Nothing was changed in production process. All complaints are monitored through the monthly product surveillance committee and a corrective action could be determined by the committee.

Event description:
In this event it is reported that a eddy irrigation tip broke during use. The outcome of this event is unknown as of this MDR. Further information requested. Report 3 of 3.